Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier complete information: sid (B)(6), all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect total psa results generated on the architect i2000sr processing module for multiple samples. The following results were provided. The initial and repeat result were performed on (B)(6) 2023: sid (B)(6) total psa result 0.08 ng/ml, repeat result 0.25 ng/ml. Sid (B)(6) total psa result 0.13 ng/ml, repeat result 0.35 ng/ml. No impact to patient management was reported.

Event description:
The customer observed falsely decreased architect total psa results generated on the architect i2000sr processing module for multiple samples. The following results were provided. The initial and repeat result were performed on (B)(6) 2023: sid (B)(6) total psa result 0.08 ng/ml, repeat result 0.25 ng/ml. Sid (B)(6) total psa result 0.13 ng/ml, repeat result 0.35 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
The replacement of the wash buffer, trigger, and pre-trigger, for the architect i2000sr processing module was performed and resolved the issue. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not show any potential non-conformances, deviations or non-conformances associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the architect i2000sr processing module for serial number (B)(6) was identified. Additional information in section d10 all available patient information was included. Additional patient details are not available.